Event description:
Patient had previously had bilateral augmentation mammoplasties. Presented with symptoms of fatigue, joint pain, malaise, & some depression. At surgery, left implant was approximately 80% intact with free-floating silicone in the capsule. Right implant had ruptured & was dissected out with electrocautery, with the free silicone being suctioned out.